Event description:
Customer reported her blood glucose started going high a couple of weeks ago. Her blood glucose was over 400 mg/dl. She had just started using new infusion sets. She switched back to her old infusion set a couple of days ago, but her blood glucose is still high. She adjusted her settings. Customer declined troubleshooting an will wait to see if adjusting her settings resolves the issue. Customer also mentioned issues with the new infusion sets leaking and skin irritation. There was a tinge of blood inside the infusion set as well. The insertion site does not show signs of infection. There are red raised bumps where the needle goes in. She stated that she works outside where it is hot, causing sticking issues. Customer was advised of insertion methods. Customer's last blood glucose was 157 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).